Manufacturer narrative:
The e402 analyzer serial number was (B)(6).

Event description:
The initial reporter questioned a positive result for 1 patient sample tested for elecsys hiv duo (hiv duo) on a cobas e 402 analytical unit. The customer alleged a "false positive" result. No specific results were provided. No comparison data was provided.

Manufacturer narrative:
The field service engineer (fse) replaced the measuring cell, the reagent probe, and the reagent syringe valve. The customer has had no further issues. The cause of the event could not be determined. Single false-reactive results may occur with the elecsys hiv duo assay because its specificity is less than 100%. Product labeling states: "all initially reactive samples should be retested in duplicate with the elecsys hiv duo assay. Repeatedly reactive samples must be confirmed according to supplementary algorithms. The subresults for either hivagb or ahivb can be used as an aid in the selection of the confirmation algorithm for reactive samples." The investigation did not identify a product problem.